Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for poster ior fixation procedure. It was reported that the extender did not hold the screw. There was no patient involved. Additional information was received that the extender could not clip to the screw. This product was used before.

Manufacturer narrative:
G2: country of origin is republic of korea. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product: 7588302; lot: em18h012 visual examination confirmed that the tips were worn from normal use of the instrument. This is consistent with anticipated wear through use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.